Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2012-04262 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the physician was pulling the peg out of the stomach the peg tube snapped in half. The physician removed the broken device from the patient. The physician used another endovive standard peg kit push method, again, the peg tube snapped in half and was removed from the patient. A third endovive standard peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2012-04262 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was pulling the peg out of the stomach the peg tube snapped in half. The physician removed the broken device from the patient. The physician used another endovive standard peg kit push method, again, the peg tube snapped in half and was removed from the patient. A third endovive standard peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.